Event description:
I have a tvt transvaginal mesh called a tvt gynecare by johnson and johnson used to treat my sui. I have had problems since the beginning which include pain, constant infection, and inability to have sex amongst other things. There is no way to list in 2000 characters all the doctors I have seen. I have a very invasive and costly full removal scheduled in (B)(6) 2017. My vagina has shortened and I'm unable to have sexual relations with my husband. The urethral sling is coming out of my body by eroding through my urethra and causing unbelievable pain. I have constant bladder pain as well and am required to use vaginal suppositories for pain, estrogen thicken, vaginal tissue, and macrobid daily for infection. These things are horrible and worse than a torture device.